Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of unintended rf output. Based on the condition of the returned unit it is likely that the reported event was caused by a misaligned fuse switch. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: gastric sleeve event description: the voyant instrument did not start sealing immediately, but often only after the activation button had been pressed two or three times. On two occasions observed, the device started sealing without touching the activation button (fortunately freely in the abdominal cavity) when the jaws were open. After that, the customer decided to change the instrument and could finish the surgery with the new instrument without malfunction. Patient status: no harm to the patient. Intervention: device replacement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gastric sleeve. Event description: the voyant instrument did not start sealing immediately, but often only after the activation button had been pressed two or three times. On two occasions observed, the device started sealing without touching the activation button (fortunately freely in the abdominal cavity) when the jaws were open. After that, the customer decided to change the instrument and could finish the surgery with the new instrument without malfunction. Intervention: device replacement. Patient status: no harm to the patient.